Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the battery gets hot, the main printed circuit board was corroded. It was noted that the generator was being returned to the customer unrepaired due to the amount of damage it had sustained. Analysis also found that the lower case was broken and the upper case dented, one bail cover was broken and one was missing, the ring cover was broken, one bail was missing, the battery drawer was contaminated, the keyboard was scratched, the liquid crystal display (lcd) was corroded as was the heart lead flex. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator and its battery got hot. It was conjectured that there could be a short somewhere in the generator. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator and its battery got hot. It was conjectured that there could be a short somewhere in the generator. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).